Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized and admitted to the intensive care unit with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached over 400 mg/dl after wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and the presence of high ketones (2.4). Patient's father noticed pod was leaking and replaced with new pod prior to going to hospital, but bg levels remained high. The patient was treated intravenously with insulin, saline and electrolytes. The patient was released after spending 10 hours in the hospital.

Manufacturer narrative:
The following field was corrected: h6: health effect - impact code (f08 hospitalization or prolonged hospitalization).

Manufacturer narrative:
No timeouts or drive stalls were seen in the download data. A leak test was performed by manually occluding the distal tip of the soft cannula and advancing the ratchet gear. No leaks were found along the fluid path.